Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Unit passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test. The pump was downloaded successfully, and no relevant alarms were noted in the download history review. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. No alarms were noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement, and the active current measurement test. No failed battery test alarm noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, missing display window/cover, cracked keypad overlay, cracked case, cracked case (battery tube), and broken belt clip rails. In summary, the customer¿s allegations of failed battery test and no delivery/occlusion alarm were not confirmed. For additional information regarding the tests performed, refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was rejecting the new batteries, received an insulin flow block alarm, and required battery cap replacement. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-397a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a.